Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the right leg was used as the access site for the delivery catheter system (dcs) and the dissection occurred in the right leg. The minimum diameter of access vessel (right common iliac artery (cia)) was 4.8 x 5.7 millimeter (mm) with an average diameter of 5.3 mm. Prior to the valve implant, a 16 french(fr) sheath was not able to pass through the blood vessel and was dilated twice. After the dilation, the 16 fr sheath was able to pass. Then the dcs was passed through. The dissection occurred as the sheath was removed and "dsa" was performed. Per the physician, the cause of the injury was unclear and it was unknown if the injury was related to the dcs. There was circumferential calcification at the right cia that contributed to the dissection.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection occurred as the sheath was removed and digital subtraction angiography (dsa) was performed. The 16 fr sheath used was non-medtronic.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, dissection occurred in the access site. A stent was placed and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024, product ID l-evolutfx-2329 (lot: 0012166192); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.